Event description:
It was reported that approximately 2 months after an intraocular lens (iol) implantation in the right eye there was an unknown break down of the lens. The lens was explanted and another model iol was successfully implanted. Additional information has been requested but not received.

Manufacturer narrative:
The device was returned for evaluation. Evaluation revealed the device was received in two pieces with both pieces had complete haptics attached. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.